Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with lead tip measuring 44.8 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 13.7 cm to 17.1 cm from the lead tip. The etfe coating was intact at the same location. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that externalized cables were noted on lead during an unrelated procedure. A lead replacement was performed later and no adverse consequences for the patient were reported.